Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a sudden drop in voltage. The pump powered up with the returned battery cap. The battery compartment was cracked in the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found in the battery compartment. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture inside the pump. No evidence of overheating occurred during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was noted that the patient stated that the pump became hot and the battery was corroded when it was removed. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.